Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that switch one was broken, resulting in the waterproof to fail which caused leakage. Upon further inspection, it was observed that the coating on the connecting tube was peeling off due to deterioration of the material. It was observed that the connecting tube and the universal cord were dented. It was also observed that the angulation in the up direction was out of standard due to a worn angle wire. It was observed that the electrical connector was deformed causing waterproof failure. As a result, corrosion was observed in the electrical connector due to water leakage. Lastly, it was observed that there was a gap on the adhesive of the bending section cover due to deterioration caused by chemical or physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera bronchovideoscope had leakage from switch 1. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube was peel off, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: ¿·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.